Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was confirmed during baxter's functionality testing, but was not reproduced during the evaluation. The symptom was inadvertently noted by service evaluation after the device was no longer in its as-received condition and therefore could not be assessed. The device was retested and monitored throughout the repair process to ensure accurate upstream occlusion detection. The device was calibrated to ensure proper occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, the device did not display the upstream occlusion message when an upstream occlusion occurred. There was no patient involvement.